Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4) applies to the ins, (B)(4) applies to the extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a pocket infection. The patient¿s ins was explanted, but the manufacturing representative did not know which ins was infected and explanted. It was reported that the explanting surgeon also clipped and partially removed the extension. As the surgeon was explanting the extension, they noted that they needed to pull very hard. After closing the incision, they ordered x-rays to be taken. The x-rays were reportedly difficult to interpret, and the surgeon was seeking an explanation of where the lead/extension connection was. It was determined that the extension was tunneled across the chest. An factor that may have led to the event was that the device implant procedure was long, and various residents were involved. It was stated that the issue was resolved at the time of the report. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-16139 for details pertaining to the reportable related event.]

Manufacturer narrative:
The previously mentioned x-rays were provided showing the previously reported event information. No new event details were reported. If information is provided in the future, a supplemental report will be issued.